Manufacturer narrative:
The enclosure charger and power conversion were returned for analysis. Both of the components were found to be malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned enclosure charger was analyzed, and no failures were found. Previously reported code b01 is applicable, as well as codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power tray, charger enclosure, power enclsoure, and batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The components were returned to medtronic but was not analyzed at the time of filing. Concomitant medical products: product ID: bi71000175; product ID: bi71000176, s/n: (B)(4); product ID: bi71000195, s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that prior to surgery, the radiologic technologist (rt) was bringing the imaging system into the room and once she plugged the mobile view station (mvs) into the image acquisition system (ias), the ias made a loud popping noise and became unresponsive. They attempted to reboot the system but the ias would not respond, the mvs functioned as normal. The ias appeared to have power because the battery levels were illuminating, but the pendant would not respond and it also required to be manually moved. Neither the account or the imaging system had spare 20a fuses to test. Nothing could have been done to prevent this. A manufacturing representative was present and was the initial reporter. No patient was involved. Account is aware of the issue and has a second imaging system for cases.